Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " problems in the identification of s. Aureus atcc when performed on a 0.5mf scale, as the equipment detects s. Epidermidis."

Manufacturer narrative:
This MDR should be considered cancelled. This case was determined to be a quality control failure. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "problems in the identification of s. Aureus atcc when performed on a 0.5mf scale, as the equipment detects s. Epidermidis."